Event description:
Boston scientific received information that the patient's device was checked at the hospital following a near-syncopal episode. They physician suspects the patient symptoms were due to dehydration. Md did not suspect that device/lead contributed to symptoms. A local area sales representative reported left ventricular (lv) lead impedance measurements were greater than 2,000 ohms in all pacing configurations and no lv capture. Due to the patient's condition, the device was reprogrammed to right ventricular (rv) pacing only and the physician will continue to monitor.

Manufacturer narrative:
The left ventricular (lv) lead remains in service. As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.